Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has not had their blood glucose levels controlled since last week. Customer had high blood glucose levels in the morning and afternoon. Customer treated with a manual injection. Customer's blood glucose level was over 200 mg/dl. Customer's current blood glucose level was 88 mg/dl. Troubleshooting was performed. Customer stated that the cannula was not occluded. Customer was advised to change the entire set, reservoir, and insulin. Customer also had a no delivery alarm on 03/03/15. Customer was changing out the set and bypassed the alarm. Customer declined further troubleshooting. No further assistance needed.